Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Per customer the device will not be returned. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
The flipcutter in the ar-4550 kit was being used during the meniscal root repair. After it was drilled into the tibia, the flipcutter fell apart into four pieces. Three of the four pieces were retrieved from the patient, the fourth piece was not removed and was visible on x-ray. They used an additional incision to try and get the last piece but were unsuccessful; it is in the posterior lateral part of the knee. The case was completed; patient is male, (B)(6) years old.